Event description:
The pt was explanted due to their generator battery being at eos. The generator was returned to the manufacturer for analysis. During the analysis, it was found that the generator was out of specifications, in that one of the resistors that controls current output could have been more optimally selected at the time of manufacture. However, the battery was not completely depleted.